Manufacturer narrative:
Continuation of medical devices: dtba2d1 crt-d implanted (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in pacing impedance to a high range which triggered a lead warning. During a device check, noise was observed along with a sensed wave that was not measured. The physician believed this was due to degradation of the lead due to its age of eleven years. The lead was reprogrammed and remains in use. It was also reported that the left ventricular (lv) lead had exhibited undefined pacing impedance and an increase in pacing thresholds. An issue of the ring electrode was suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the data indicated the impedance of the right ventricular pacing lead was beyond the expected upper range and the impedance trend was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the pacing impedance alert level had been raised. An alert was later triggered as the high rv pacing impedance had increased to an undefined range. It was decided to implant a new rv lead at a later date.